Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station did not have the required biometric identifier (bio-ID) software package installed, causing bio-ID functionality to be unavailable. The technical support specialist (tss) pushed and installed the bio-ID package to the station, restoring proper bio-ID functionality. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fingerprint reader flashed in multiple stations and took very long time to read fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.